Event description:
The customer reported the touch screen was unresponsive; could not make setting changes; ventilator was swapped with no patient issues; the display was in direct sunlight at the time. The customer reported there was patient involvement and no patient harm.